Manufacturer narrative:
Submit date: 8/10/17. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the gauze is dissolving and fraying a an unspecified surgical procedure is being done.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There was no picture or samples returned for investigation. According to the investigation, the possible root cause would be the cutting blade moved during cutting process, so the gauze was pulverized resulting in loose contamination. The supplier has taken following actions: "added a cleaning process after cutting;" the operator must clip the swabs before the roll swab was putted into cutting machine to avoid shedding product outflow to customer. If information is provided in the future, a supplemental report will be issued.